Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a tubing leak. It was observed that the leakage of IV fluid occurred at the connection site of the extension and primary tubing sets. As a result of the leak, blood was noticed to back up in into the "extension set gravity flow controller tubing." The event occurred on the cardiac observation unit. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: d.1 & d.4. Additional information provided: b.5 & d.11.

Event description:
The nurse obtained another extension tubing, but the tubing still leaked.